Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer stated that he also received a sensor error alert and a lost sensor alert and that he was not currently wearing the sensor at the time of the call. Assisted customer with clearing the alerts. The customer's blood glucose was 122 mg/dl. Troubleshooting was done. The customer stated that insulin did not exit. Advised to assemble a new infusion set with the current reservoir, and insulin still did not exit the tubing. The customer stated that he did rewind the insulin pump with the reservoir in place and advised that the reservoir may have been damaged. Advised customer to revert to back up plan. The customer did not have another reservoir for testing. Advised that replacement infusion sets would be sent. Nothing further reported.